Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a power issue. The reporter stated that the pump casing was damaged and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the pump history was reviewed, and pump reboots were observed in the black box download. The battery compartment was cracked alongside of the pump. No damage to the battery cap was observed. The battery cap contact height and width was found within specifications. The battery cap attached securely to the pump. Rebooting occurred during the duration testing. Investigators found corrosion in the battery compartment. A leak test found that there were leaks at the battery compartment. The pump was opened and no further evidence of moisture was observed. It was concluded that rebooting was due to moisture damage.